Manufacturer narrative:
Additional information has been provided in d9. Corrected information has been provided in h3 and d4. Cardiac arrest/thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Low pump flow: the cause of the low pump flow was not established as no data logs were returned for analysis, no defects were observed on returned product, and limited information was provided.

Manufacturer narrative:
D9 device was received and date returned was added. H6 type of investigation code was updated due to device being returned. H10 added one of the related report numbers. H11 additional manufacturer narrative was updated due to the device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
This is one of three related reports. This report represent the first impella cp and other reports will be submitted to represent the two other impella cps. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 58-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage c, with a history of known coronary artery disease. A possible left-ventricular thrombus was initially suspected on left-ventricular gram but was ruled out on transthoracic echocardiography with definity contrast, and the team proceeded with impella support. The impella was inserted and started on auto mode. Flows and waveforms were initially normal; however, when support was ramped to 2.5 l/min, there was a sudden drop in flow and loss of left-ventricular tracing with suction noted at p-2. There was concern that the device may have been positioned under the papillary muscle. The device was removed, flushed in sterile water, reinserted, and restarted on auto. Despite appropriate positioning, adequate flow could not be achieved, raising concern for possible clot ingestion. The impella was removed. The patient subsequently experienced cardiac arrest in the catheterization laboratory, and cardiopulmonary resuscitation was initiated with return of spontaneous circulation (rosc). A second impella cp device was prepared and inserted. The device was started on auto with flows up to 3.0 l/min and appropriate left-ventricular tracing, followed by another sudden loss of flow and drop in left-ventricular pressures with suction noted at p-2. A decision was made to remove the impella and proceed with va-ECMO cannulation. The reported thrombosis may be related to patient-specific factors associated with increased clotting risk in the setting of acute myocardial infarction and cardiogenic shock, which may have contributed to impaired device performance despite appropriate positioning. The reported cardiac arrest may be attributable to severe underlying ami/cgs physiology with abrupt hemodynamic collapse during periods of suction and loss of ventricular unloading.